Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. (B)(4).

Event description:
It was reported that during surgery the trial liner fractured. There were no pieces left in the patient. The surgeon was able to complete the surgery without any complications or delays.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Additional: reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.